Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached at the tubing connector. During normal wear, when the patient turned over and there was a little force that was when it detached while she laid down. The site location was the patient's left thigh, and the pump was located at the left side. Moreover, the infusion had been used for three days. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 101 mg/dl. No further information available.

Event description:
On 15-dec-2021: follow up information was submitted to update the awareness date. Moreover, the result of the complaint investigation of returned used devices (3 tubing's) showed that the three tubing were detached from the tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached at the tubing connector. During normal wear, when the patient turned over and there was a little force that was when it detached while she laid down. The site location was the patient's left thigh, and the pump was located at the left side. Moreover, the infusion had been used for three days. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 101 mg/dl. No further information available.